Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Prior to the event, it was reported that clinician made some programming changes though technical services were not contacted which made t-wave oversensing worse. During this clinic follow-up, the recommended programming changes were made during device check.